Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose was within range (value not provided). Customer reverted to using an alternate method of insulin therapy.